Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of customer's pump alarming for iop test failure. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 280mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, self test and basic occlusion tests. No unexpected error alarms were noted during testing. The pump had a cracked case at the display window corner.